Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the sheath adhesive lifting/detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, degradation, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with a report of the screen went black when plugged into the tower. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, the bending section sheath adhesive was found to be lifted/detached, likely due to stress. There was no patient involvement, and no harm was reported as a result of the event.